Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that when the surgeon went to place the catheter, the stylet slipped through an undesigned opening at the junction of the tip, and where it connects to the catheter cylinder. This made it impossible to safely place the catheter into the patient¿s lateral ventricle.

Manufacturer narrative:
Unique device identifier (UDI) : (B)(4). The bactiseal catheter set was returned for evaluation. Device history record (DHR) - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - visual inspection was performed, and the distal tip of the catheter was torn. Therefore, the complaint was confirmed. The root cause is likely improper catheter/tip design. Currently the complaint issue does not represent an adverse trend, however the issue will continue to be monitored and trended through the complaint evaluation process.

Event description:
N/a.